Event description:
Additional information received via email on (B)(6)2021 and attached to complaint: all information regarding the event is unknown.

Manufacturer narrative:
Other, other text: additional information provided in b5, g1, and h6 this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4) manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top and bottom cases are in excellent condition. No visible contamination. Unable to retrieve event history log (ehl) due to power up issue. Unable to download ehl due to power up issue. The technician performed the power up process and was unable to power up the device. The root cause of the reported issue was found to be the main printer circuit board (pcb). Replaced main pcb. Performed power up process and uploaded software., corrected data: corrected information provided in d1

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited an acu watchdog failure. No adverse effects were reported.